Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the episode, atp (anti-tachycardia pacing) was delivered and high voltage therapy was charged due to right ventricular lead noise. The patient presented in clinic for unrelated issue and the physician decided to perform a lead revision. Upon interrogation pre-procedure, a similar event was observed again; however, no shock was delivered. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.

Event description:
New information received noted oversensing.